Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Following the implant, plaintiff experienced abnormal bleeding and learned that her coils migrated once she became pregnant. Because of the symptoms that she was experiencing, she underwent surgery to remove the essure device on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (interpreted as genital bleeding). She also reported that her coils migrated and she became pregnant. She underwent surgery to remove essure approximately 4 years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumers medical history and concomitant conditions were not mentioned. Given the nature of the event abnormal bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In this case, consumer mentioned that her coils migrated. The exact date and mechanism of this event is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. The device migration could have contributed to the occurrence of pregnancy. It is not known whether essure had migrated first and the pregnancy followed, or whether it was in place during the conception and migrated later. The exact interval between essure insertion and the pregnancy was not reported. Given the nature of the event pregnancy, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 13-oct-2016 from consumer via legal claim: on (B)(6) 2013, she had hsg test done and no evidence for opacification of the fallopian tube or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. The plaintiff was told that her both tubes were occluded despite the left coil not being visualized. Sometime following the implant, she experienced dysmenorrhagia and abnormal menstruation as well as pelvic pain. The dysfunctional uterine bleeding in (B)(6) 2013 and placed her on provera. Also, despite being told both tubes were occluded she became pregnant resulting in the birth of a (B)(6) child on (B)(6) 2014 at (B)(6) weeks gestation. The following day, on (B)(6) 2014, she underwent postpartum bilateral salpingectomy. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (interpreted as genital bleeding). It was also reported that her coils migrated and she became pregnant. She underwent surgery to remove essure approximately 4 years after its insertion. Plaintiff gave birth at (B)(6) weeks to a child weighting (B)(6) (outcome unknown). These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event abnormal bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In this case, plaintiff mentioned that her coils migrated. The exact date and mechanism of this event is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. The device migration could have contributed to the occurrence of pregnancy. However, it was reported that even though the left device was identified, no free intraperitoneal spillage was noted. Therefore, tubal occlusion was achieved. A causal relationship between pregnancy and essure was considered related. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated/ migration of the device"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnant/ post-implant pregnancy") in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 and multigravida (((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)). Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine (seroquel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhagia"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy) and essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the pelvic pain and abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered abdominal pain, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in esssure insertion date: (B)(6) 2012 & (B)(6) 2012. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded; on (B)(6) 2013: no free intraperitoneal spillage was noted on (B)(6) 2013, hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. On (B)(6) 2013, noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded. Lot number: 12535854 man date: 2012-08 exp date: 2014-08. Lot number: a15526 man date: 2012-06 exp date:2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ migration of the device'), device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4, multigravida (((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)), vaginal discharge and vaginal delivery. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine fumarate (seroquel) for anxiety. On (B)(6) 2012, the patient had essure inserted.in (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding /abnormal bleeding ( genreal)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding (spotting)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy / pregnancy (no complication)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced rectal haemorrhage ("abnormal bleeding (general) rectal") with abdominal pain, 1 year 11 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhagia"), menstrual disorder ("abnormal menstruation") and post procedural complication ("post procedural complication"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and post procedural complication outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the rectal haemorrhage, depression and anxiety had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered anxiety, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, pregnancy with contraceptive device, rectal haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discripancy noted in esssure insertion date: (B)(6) 2012 & (B)(6) 2012 plaintiff suffered physical pain and emotional anguish because of the essure device. (B)(6) 2012-the essure coil was deployed in the usual fashion right coils: 5. Left coils: 10. Left coils: 10. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes (date: (B)(6) 2012) reason: maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. Noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded.; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on an unknown date: negative pregnancy test. Lot number: 12535854 man date: 2012-08 exp date: 2014-08. Lot number: a15526 man date: 2012-06 exp date:2015-06. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new event post procedural complication was added.reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ migration of the device'), device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4, multigravida (((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)), vaginal discharge and vaginal delivery. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine fumarate (seroquel) for anxiety. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding /abnormal bleeding ( genreal)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding (spotting)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy / pregnancy (no complication)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced rectal haemorrhage ("abnormal bleeding (general) rectal") with abdominal pain, 1 year 11 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhagia"), menstrual disorder ("abnormal menstruation") and post procedural complication ("post procedural complication"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and post procedural complication outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the rectal haemorrhage, depression and anxiety had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered anxiety, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, pregnancy with contraceptive device, rectal haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: discripancy noted in esssure insertion date: (B)(6) 2012 & (B)(6) 2012 plaintiff suffered physical pain and emotional anguish because of the essure device. (B)(6) 2012-the essure coil was deployed in the usual fashion right coils: 5, left coils: 10, left coils: 10. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes (date: (B)(6) 2012) reason: maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. Noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded.; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on an unknown date: negative pregnancy test. Lot number: 12535854 man date: 2012-08 exp date: 2014-08. Lot number: a15526 man date: 2012-06 exp date: 2015-06. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ migration of the device'), device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4, multigravida (((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)), vaginal discharge and vaginal delivery. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine fumarate (seroquel) for anxiety. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding /abnormal bleeding ( genreal)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding (spotting)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy / pregnancy (no complication)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced rectal haemorrhage ("abnormal bleeding (general) rectal") with abdominal pain, 1 year 11 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhagia"), menstrual disorder ("abnormal menstruation") and post procedural complication ("post procedural complication"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and post procedural complication outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the rectal haemorrhage, depression and anxiety had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered anxiety, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, pregnancy with contraceptive device, rectal haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discripancy noted in esssure insertion date: (B)(6) 2012 & (B)(6) 2012 plaintiff suffered physical pain and emotional anguish because of the essure device. (B)(6) 2012-the essure coil was deployed in the usual fashion right coils: 5, left coils: 10, left coils: 10. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes (date: (B)(6) 2012) reason: maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. Noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded.; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on an unknown date: negative pregnancy test. Lot number: 12535854 man date: 2012-08 exp date: 2014-08. Lot number: a15526 man date: 2012-06 exp date:2015-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated/ migration of the device'), device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4, multigravida ((18jan2004, 26sep2007, 18apr2012, 22jun2014)), vaginal discharge and vaginal delivery. Previously administered products included for prevent pregnancy: mirena from 2007 to 2008. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine fumarate (seroquel) for anxiety. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding /abnormal bleeding ( general)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding (spotting)") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy / pregnancy (no complication)"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced rectal haemorrhage ("abnormal bleeding (general) rectal") with abdominal pain, 1 year 11 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("abnormal menstruation") and post procedural complication ("post procedural complication"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and post procedural complication outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the rectal haemorrhage, depression and anxiety had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered anxiety, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, post procedural complication, pregnancy with contraceptive device, rectal haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2012. Plaintiff suffered physical pain and emotional anguish because of the essure device. (B)(6) 2012-the essure coil was deployed in the usual fashion. Right coils: 5. Left coils: 10. Left coils: 10. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes (date: (B)(6) 2012) reason: maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed essure device was successfully occluded. Hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. Noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded.; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on an unknown date: negative pregnancy test. Lot number: 12535854. Man date: 2012-08. Exp date: 2014-08. Lot number: a15526. Man date: 2012-06. Exp date:2015-06. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated/ migration of the device"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnant/ post-implant pregnancy") in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 and multigravida ((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)). Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine (seroquel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhagia"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the pelvic pain and abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered abdominal pain, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in esssure insertion date: (B)(6) 2012 & (B)(6) 2012. Plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: confirmed essure device was successfully occluded; on (B)(6) 2013: no free intraperitoneal spillage was noted on (B)(6) 2013, hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. On (B)(6) 2013, noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia & abdominal pain are added. Historical drug added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated/ migration of the device"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding "), rectal haemorrhage ("abnormal bleeding (general) rectal") and pregnancy with contraceptive device ("pregnant/ post-implant pregnancy / pregnancy (no complication)") in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4 and multigravida (((B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)). Previously administered products included for prevent pregnancy: mirena from 2007 to 2008. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine fumarate (seroquel) for anxiety. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhagia") and menstrual disorder ("abnormal menstruation"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the rectal haemorrhage, depression and anxiety had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered anxiety, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, rectal haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in esssure insertion date: (B)(6) 2012. Plaintiff suffered physical pain and emotional anguish because of the essure device. (B)(6) 2012: the essure coil was deployed in the usual fashion. Right coils: 5. Left coils: 10. Beginning five (5) years preceding your essure placement through the present, have you ever taken leave from this job or any other job for medical reasons? Yes (date: nov2012) reason: maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: confirmed essure device was successfully occluded. Hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. Noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded.; on (B)(6) 2013: results: total bilateral occlusion. Lot number: 12535854 man date: 2012-08 exp date: 2014-08. Lot number: a15526 man date: 2012-06 exp date:2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received : new event, "plaintiff does not undergo any essure confirmation test" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated/ migration of the device"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnant/ post-implant pregnancy") in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 and multigravida (((B)(6)2004, (B)(6)2007, (B)(6)2012, (B)(6)2014)). Previously administered products included for an unreported indication: novasure. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine (seroquel). On (B)(6)2012, the patient had essure inserted. In september 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal pain ("vaginal pain"). In october 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhagia") and menstrual disorder ("abnormal menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with medroxyprogesterone acetate (provera) and surgery (on (B)(6)2014 postpartum bilateral salpingectomies, removal of both fallopian tubes). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, pelvic pain, dysfunctional uterine bleeding and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: confirmed essure device was successfully occluded on (B)(6)2013, hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. On (B)(6)2013, noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter, patient demographic, historical drug and conditions, essure lot number 12535854 and a15526, concomitant medications, events (expulsion of essure device and vaginal pain) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated/ migration of the device"), device expulsion ("expulsion of essure device"), genital haemorrhage ("abnormal bleeding "), rectal haemorrhage ("abnormal bleeding (general) rectal") and pregnancy with contraceptive device ("pregnant/ post-implant pregnancy / pregnancy (no complication)") in a 30-year-old female patient who had essure (batch no. 12535854, a15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 and multigravida (B)(6) 2004, (B)(6) 2007, (B)(6) 2012, (B)(6) 2014)). Previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin), fluoxetine hydrochloride (prozac), lamotrigine (lamictal) and quetiapine (seroquel). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhagia") and menstrual disorder ("abnormal menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with medroxyprogesterone acetate (provera), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstrual disorder, dysfunctional uterine bleeding, vaginal haemorrhage and menorrhagia outcome was unknown, the device expulsion, pregnancy with contraceptive device and vulvovaginal pain had not resolved and the rectal haemorrhage, depression and anxiety had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. 3260g was the reported birth weight. The reporter considered anxiety, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pregnancy with contraceptive device, rectal haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in esssure insertion date: (B)(6) 2012 & (B)(6) 2012. Plaintiff suffered physical pain and emotional anguish because of the essure device. (B)(6) 2012-the essure coil was deployed in the usual fashion. Right coils: 5. Left coils: 10. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013, hysterosalpingogram revealed no evidence for opacification of the fallopian tubes or free intraperitoneal spillage was noted. The right sided essure appeared appropriate in configuration and position. No left device was identified. On (B)(6) 2013, noted that both tubes were occluded despite the left coil not being visualized. Patient was told the tubes were occluded. Lot number: 12535854 man date: 2012-08 exp date: 2014-08. Lot number: a15526 man date: 2012-06 exp date:2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs and medical record received. Events depression, mental anguish and abnormal bleeding (general) rectal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal bleeding (interpreted as genital bleeding). She also reported that her coils migrated and she became pregnant. She underwent surgery to remove essure approximately 4 years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumers medical history and concomitant conditions were not mentioned. Given the nature of the event abnormal bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In this case, consumer mentioned that her coils migrated. The exact date and mechanism of this event is unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. The device migration could have contributed to the occurrence of pregnancy. It is not known whether essure had migrated first and the pregnancy followed, or whether it was in place during the conception and migrated later. The exact interval between essure insertion and the pregnancy was not reported. Given the nature of the event pregnancy, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.